Manufacturer narrative:
The device was received. Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was connected to the patient's subclavian central venous access device and was being used to deliver an unspecified concentration of noradrenaline in a total volume of 250 ml 5 percent dextrose, at a rate of 10ml/hr, via a plum pump. No further pump programming parameters were provided. It was reported that 5 minutes after the delivery was started, the anesthesiologist noted that 10ml of solution leaked onto the floor of the exam room. The customer contact described the location of the leak as in the insertion of the air valve, next to integral clave y site. No specific details were provided. The customer contact reported a delay in therapy to replace the tubing set to resume therapy; however, there were no reported adverse patient effects. It was reported that there was no change in the patient's condition. No medical interventions were reported. No additional information was provided.